Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture and high pacing impedance. Programming changes were made to resolve the issue and the patient experienced no consequences.